Event description:
Patient was revised as the stem broke above the sleeve. There was no surgical delay reported. There was no loosening reported. Doi: (B)(6) 2004; dor: (B)(6) 2022; affected side: right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. A. Please kindly provide the product/part number and lot number for the head as the provided details are invalid. -these pieces are being returned and you¿ll be able to get the numbers from them. Old paperwork was blurry b. Is the product returnable or not? -yes. These items are being returned except for the distal portion of the broken stem that the hospital accidentally threw away c. Is the broken pieces retrieved or not? -all pieces retrieved d. What was the patient outcome/status? -patient is recovering from surgery

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.